Event description:
The sales representative reported that when the patient was place under anesthetic and the surgery was just about to start it appeared that there was no xia 3 screwdriver in set. The sales representative reported that the surgeon decided to wait for a screwdriver coming from the kit room in zaventum and the patient was brought to the ic, still asleep. After the screwdriver was delivered, the surgery was continued. The sales representative has reported that this resulted in a 3 hour delay to surgery.

Manufacturer narrative:
Method: device history review; results: the device was not received back as the complaint is not related to its performance or functionality. The event was a result of this screwdriver not being present during the surgery. Review of the correspondence confirms that the sales rep called the customer prior to the procedure to confirm that all required instrumentation was present. The customer checked the kit and confirmed this. This suggests that there was no fault by the stryker personnel and that a possible miscommunication by the customer had occurred. Conclusion: it was stated in the description and confirmed that there was no issue or failure of the screwdriver.

Event description:
The sales representative reported that when the patient was place under anesthetic and the surgery was just about to start it appeared that there was no xia 3 screwdriver in set. The sales representative reported that the surgeon decided to wait for a screwdriver coming from the kit room in (B)(4) and the patient was brought to the ic, still asleep. After the screwdriver was delivered, the surgery was continued. The sales representative has reported that this resulted in a 3 hour delay to surgery.